Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by visual examination of the returned product. Visual examination identified fiber-metal pad had fractured. The patella exhibits signs of nicks and gouges, likely from removal. There does not appear to be any bone in the tm substrate. Further analysis determined that the fractured trabecular metal surface did not reveal any fracture artifacts that could characterize the mode of failure. The fractured region on the tm surface of the patella sample showed excessive smearing and debris in the adjacent pores. Eds semi-quantitative elemental analysis showed the elemental composition was consistent with tm. Review of the device history records did not identify any deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 22 months post implantation, the patient was revised due to fracturing of the patellar implant. Attempts have been made and no further information has been provided.